Manufacturer narrative:
Analysis found the unit alarmed motor error during rewind due to a motor mechanical defect. Analysis was unable to perform displacement test or confirm motor position encoder error alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 186 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.